Event description:
Report received from baxter states that the reservoir ruptured after filling, but before patient use. The contents of the device are unknown.

Manufacturer narrative:
The sample has been received, however, the evaluation has not yet begun. A batch review was conducted for lot#05a040, which revealed no aberrances were observed during the manufacture of this lot. A review of the product-reporting database revelaed similar reports have been received for lot #05a040. The manufacturing facility has initiated an investigation to determine corrective actions.